Manufacturer narrative:
Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Possible cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for 48 hours, the "gas leak" alarm sounded from the pump. The iab was checked for kinking. Then, blood was noted in the balloon inner lumen. (Event complications: none from the event - reported 11/29/97) (pt's current status: well - reported 11/29/97.)